Event description:
The customer reported that the ventilator screen went blank and alarmed while in use on a pt. There was no pt harm reported. The MFR's service tech was unable to duplicate the customer reported problem. The service tech confirmed a diagnostic code in log history indicating a restart occurred. The service tech replaced the external battery and battery charging pcb to correct the problem. Extended self testing (est) and other applicable testing was completed and the ventilator passed per operating specifications.

Manufacturer narrative:
Na